Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported that cleaning scope contacts with alcohol had temporarily resolved the errors, however errors are intermittent. Tac reached out to customer who had reported the issue was resolved. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus e216 and b30 (scope communication error) error messages occurred on the evis exera iii xenon light source prior to an unspecified procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the e216 and b30 were resolved upon cleaning scope contacts with alcohol. A final root cause was unable to be identified, as the device was not returned. Olympus will continue to monitor field performance for this device.